Event description:
It was reported the patient received the following results within 15 minutes on multiple occasions: - "hi" (higher than the measurement range of the blood glucose monitor) higher than 600 mg/dl and 69 mg/dl on (B)(6) 2022; - "hi" (higher than the measurement range of the blood glucose monitor) higher than 600 mg/dl and 219 mg/dl on (B)(6) 2022; - 28 mg/dl and 95 mg/dl on (B)(6) 2022; - 353 mg/dl and 84 mg/dl on (B)(6) 2022.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.